Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer was¿treated for high blood glucose value. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer alleges that the insulin pump was under delivering because the customer was under the impression that it must be the set. Customer performed high pressure test and it failed. The device will not be returned for analysis.